Manufacturer narrative:
Despite the follow-up attempts, the customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour® test strips for lot # 3mj3f01a, which showed that the kit was packaged correctly.

Event description:
The customer reported that she opened a box of the contour® test strips and the bottle was already open. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.